Event description:
It was reported that the customer experienced a blood glucose (bg) level of below 40mg/dl. Reportedly, customer received assistance from their spouse by administering carbohydrates, and monitoring bg levels to address bg. Tandem technical support conducted systems check and the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.